Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
A customer reported false negative result with ID now covid-19 assay. The customer reported false negative result on a direct tested nasal swab with the ID now covid-19 assay performed on (B)(6) 2021. The nasal swab provided in the kit was used to swab both nostrils. Repeat test was not performed. Confirmation testing on a nasopharyngeal swab with a sars-pcr test provided positive results. (CT values not provided). The customer confirmed there was no death or serious injury based on ID now covid-19 results. The patient's treatment was not impacted or delayed based on ID now covid-19 results. No patient information, including symptoms, treatment, or outcome will be provided. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. The pi states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemlogical information. Additionally, ID now covid-19 product insert includes limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to risk of a potential false negative results leading to no or delayed treatments, this event shall be considered reportable.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1019846 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1019846, test base part number 190-430 / lot: 1019846. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1019846 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient/validation samples.